Event description:
It was reported during testing prior to a kidney case while the pt was under anesthesia the system displayed an error message: "system error #2, hardware issue, re-boot and wait 10 minutes if error persists, contact galil medical." The system was turned off and on twice and the system showed the same error message. Galil customer service was contacted, however, the case was canceled. Galil has confirmed that the case took place the next day and was completed successfully next day with a different system.

Manufacturer narrative:
The system was not returned for investigation. Hardware/software communication errors with the seednet gold system are extremely rare. The galil IFU instructs the user to set up the system and test the needles prior to beginning a procedure to ensure proper functionality. Provided the pt is not under anesthesia, there is no risk to the pt. Since the pt was under anesthesia, the only risks to the pt are those associated with anesthesia. The user didn't follow the instructions and anesthetized the pt before testing the machine. The procedure was canceled and successfully performed the following day with a different system. This MDR is being filed since the pt initial procedure was canceled.